Event description:
Truipmh I-infuse-a-port inserted 9/26/97. 10/31/97 chest x-ray revealed fractured port. 10/31/97 pt to radiology for removal of fractured portion of catheter. Snare removal of subclavian catheter fractured at junction of insertion the subclavian vein. 11/5/97 pt to surgery for removal of remainder of port and insertion of new port.